Event description:
An (B)(6) male pt underwent aaa repair on (B)(6) 2011. The procedure was consisted of placement of a mainbody and two iliac leg grafts. The final confirmatory angiography showed proximal type I endoleak. The leak became better by add'l placement of another MFR's stent. (1820334-2011-00449). When the right iliac leg graft was sealed using a coda balloon, the leg graft was expanded more than expected. Then a reduction in blood pressure was confirmed. The physician confirmed a blood leakage from the right common iliac artery by angiography. (1820334-2011-00450). He embolized the right internal iliac artery with a coil and sponzel occluding the proximal neck by a coda balloon, then placed another iliac leg graft to the external iliac artery. He performed another angiography and confirmed the leakage was solved and completed the procedure. The proximal type I endoleak and the rupture will be followed closely. The pt after the procedure had a favorable outcome.

Manufacturer narrative:
Ruptures are labeled in the IFU. No product was returned to assist in this investigation. Each coda balloon is shipped with an IFU listing warnings, precautions, and instructions for use. Specifically, it warns that over inflation may result in damage and/or vessel rupture. It also states to ensure the markers on the balloon are inside the vascular prosthesis, if used in that application. [Physician's comment]: "about the endoleak, it was due to size of the stent graft. It was too small." "About the rupture, it was due to applying excessive pressure when sealing." Based on the above physician's comments regarding this complaint, it would appear that the root cause for this complaint are the label instructions were not followed not device related. We will continue to monitor for similar complaints. No actions are necessary at this time due to insufficient risk per quality engineering risk assessment (qera).